Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12524. It was reported that he catheter became stuck in stent and a vessel dissection occurred. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified coronary artery. After a 225x28 mm synergy¿ drug-eluting stent was implanted in the aneurysm ostium area, post intravascular ultrasound (ivus) measurement was performed. It was noticed that opticross¿ imaging catheter was stuck in the mid part of the stent. The physician opted to slightly pushed the device but the position changed. Following this, opticross¿ imaging catheter was stuck in the same area when this was pulled. A non-bsc balloon catheter was delivered, but the issue was not resolved. When the opticross¿ imaging catheter was pulled and pushed inside the stent with 35 wire, the issue was still not fixed. Subsequently, another guiding catheter was used and dilation was performed inside the stent using a balloon catheter. The opticross¿ imaging catheter was removed from being stuck after deflation and pulled forcibly. During the procedure, a spiral dissection at the ostium area in internal thoracic artery occurred and the flow decreased. The physician then placed a stent in the entry of deviation and the procedure was completed. The patient was under observation. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a detached in the telescope assembly. Only the telescope assembly and imaging core were returned. The sheath portion was not return for analysis, further, no functional tests could be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12524. It was reported that he catheter became stuck in stent and a vessel dissection occurred. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified coronary artery. After a 225x28mm synergy drug-eluting stent was implanted in the aneurysm ostium area, post intravascular ultrasound (ivus) measurement was performed. It was noticed that opticross imaging catheter was stuck in the mid part of the stent. The physician opted to slightly pushed the device but the position changed. Following this, opticross imaging catheter was stuck in the same area when this was pulled. A non-bsc balloon catheter was delivered, but the issue was not resolved. When the opticross imaging catheter was pulled and pushed inside the stent with 35 wire, the issue was still not fixed. Subsequently, another guiding catheter was used and dilation was performed inside the stent using a balloon catheter. The opticross imaging catheter was removed from being stuck after deflation and pulled forcibly. During the procedure, a spiral dissection at the ostium area in internal thoracic artery occurred and the flow decreased. The physician then placed a stent in the entry of deviation and the procedure was completed. The patient was under observation. No further patient complications were reported.